Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2021-01276 , (tw#(B)(4)). Please refer to mfg report number 2249723-2021-01276 for all information for this complaint event. Please cancel in your database.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The leak in the iab circuit alarm indicates there was a leak in the patient circuit or the circuit was not securely attached to the patient interface module. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
T was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was leaking. No patient harm, serious injury or adverse event was reported.